Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: initial procedure was a lap. (B)(6) performed by the senior surgeon on (B)(6) 2016. The anastomosis was placed at 11 cm above the dentate line. Surgeon waited 30 seconds after closing the device before firing. Tension free anastomosis, donuts were ok, leakage test (air) was ok. Two days after surgery unclear liquid came out of drain. Re-laparoscopy, anastomosis was incomplete, re-surgery with hartmann stoma.

Event description:
It was reported that the anastomosis was incomplete; more information to follow. The event occurred after use on the patient. One device was disposed of.